Manufacturer narrative:
Exact date unknown, event occurred a week ago from the aware date. Explant date: last week.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the device was explanted.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected. Additional information was received that the patient was explanted due to charging issues. The explanted device will not be returned.